Event description:
Pt reported obtaining a blood glucose result of 275 mg/dl on the last test strip from the vial. Pt immediately opened a new test strip vial, retested, and obtained a result of 132 mg/dl. Pt indicated that no action was taken based on the discrepant results. No pt injury was reported and no treatment was received. Pt noted that quality control testing was performed on new strip vial and the results fell within the acceptable range. No test strips were returned to the MFR for evaluation.